Manufacturer narrative:
As no further information is expected at this time, our investigation is completed. However, should additional information become available this event will be update and another report submitted.

Event description:
It was reported that during the attempted implant of this right ventricular lead, high out of range pacing impedances, as well as an absence of capture, were exhibited. It was additionally noted that the leads helix mechanism failed to extend after a full 50 turns. For these reasons, the lead was not used. A return of product was not indicated and no resulting adverse patient effects were reported from the field.